Manufacturer narrative:
Samples received: none. Due to the lack of fragments and information regarding the laser engraving the identification of the complained ball head was only possible based on the information provided. The quality documents show that the values obtained on the ball head were according to the specifications valid at the time of production. There are no indications of any pre-existing material defects. Analysis and results: there are no previous complaints of this code batch. Without any closed samples a study cannot be performed to determine if the product fulfills the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the ceramic ball head broke 6 years 9 months post operatively. Original surgery date reported as (B)(6) 2004. Revision surgery reported as (B)(6) 2011. Manufacturer was not made aware of the occurrence until 08/08/2016. Components in use listed as concomitant devices are: nh093 - sc/msc ceramics insert 28mm 52/54 sym. Nk460 - biolox prosthesis head 12/14 28mm s.